Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. On november 30, 2006 the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device has been scheduled.